Event description:
The tip of the mixer syringe was cracked. This event was noticed upon receipt of the device at the hosp. There was no adverse consequence for any pt as this event did not occur during a surgical procedure.

Manufacturer narrative:
Evaluation summary: the evaluation suggests the event is attributed to misuse. It appears as force was used with inserting an object into the distal end of the nozzle sleeve.